Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Two possible lots have been identified for the device: (B)(4). A review of the device history record (DHR) was performed on these lots: no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots for this type of event. The (B)(4) 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. (B)(4).

Event description:
It was reported to boston scientific corp that a pt underwent a therapeutic hydrothermal ablation (hta) procedure on (B)(6) 2007, after having a tubal ligation procedure performed. According tot the bsc representative who was present during the procedure, the surgeon started with bending of the tubes under visualization by eye not by camera. Following the placement of the bands, an uneventful hta was completed. No fluid losses were noted. Following the ablation, laparoscopy was completed with camera visualization to confirm placement of the hands. No thermal problems were noted at this time to any tissue. Five days after the procedure, the pt was admitted to the hospital with abdominal pain. The pt was not febrile, no abnormal white cell count, no hardening of the abdomen. The general surgeon decided not to perform laparoscopy to confirm any problems. But performed a CT scan. The scan noted some small bowel thickening that they speculate may be due to a thermal injury (without confirmation). The pt was kept int he hospital for observation. According tot eh complainant,t he pt was released after observation with no intervention approximately (B)(6) 2007. According to one of the physicians, the pt had edema of the bowel, which can be caused by multiple factors unrelated to the hta procedure.